Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. After several troubleshooting attempts, the occlusion issue persisted, and a replacement pump was sent to the customer.